Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had no delivery alarm. Customer's blood glucose at time of incident was unknown. Customer is reporting a past event. Customer reported alarm did not occur during manual prime. Customer reported the event was resolved by changing complete set. Custom does not have product in question to return. Customer stated that everything is working for him very well and change the battery as well.